Event description:
It was reported that the customer experienced issues with an unknown error on a pump, which compromised cartridges and the pump motor. There was no adverse impact to the customer's blood glucose level. The customer attempted to resolve the issue by loading a new cartridge. Customer declined troubleshooting with tandem technical support and declined to provide further information.